Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. The tubing set was to be used to deliver total parenteral nutrition (tpn), with a volume to be infused (vtbi) of 1206ml, for a duration of 12 hours, with a one hour taper up and two hours taper down, via a gemstar pump. No further programming parameters were provided. It was reported that the patient's husband was trained to start the delivery for the patient. No specific details were provided. It was reported that during priming prior to patient use, the patient's husband noted multiple segments of air distal to the air eliminating filter of the tubing set. The customer contact reported that the patient's husband was upset and refused to initiate the therapy; subsequently, the patient missed the therapy. On the following day, it was reported that the nurse went to the patient's home and attempted to duplicate the patient's report of air distal to the air eliminating filter; however, the nurse was unable to duplicate the patient's reported of distal air. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.